Manufacturer narrative:
(B)(4). The event occurred on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date in the same month as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the event and action taken with dianeal therapies were not reported. The patient was discharged from the hospital and has recovered from the event. No additional information is available.